Event description:
The clinician experienced difficulty suctioning a patient while a 6dic disposable inner cannula was in use. The caller reported that upon visual inspection the inner cannula appeared to be obstructed at the proximal end. There was no patient harm reported and the inner cannula was replaced without incident.